Event description:
Complainant alleged that the medics responded to a call to treat a patient. The medics analyzed the patient's heart rhythm, and the device gave a "no shock advised" prompt. The medics analyzed the patient's heart rhythm a second time, and again the device gave a "no shock advised" prompt. On the third analysis of the patient's heart rhythm, the device gave an appropriate "shock advised" prompt, and the patient was defibrillated once at 200 joules. The medics then analyzed the patient's heart rhythm a fourth time, and the device gave a "no shock advised prompt". Another ambulance crew, with their own device then arrived on scene, and patient care was assumed by this unit. The patient subsequently expired. Subsequent to the event, the doctor reviewing the event concluded that the device gave a "no shock advised" prompt for what appeared to be a shockable patient heart rhythm for the fourth analysis.